Event description:
After inserting ng tube the nurse was removing the guide wire but unable to remove the wire. The ng tube was removed and replaced with another one which the nurse was able to remove the guide wire after wards. Material manager informed to remove all the ng tube with a similar lot number; unable to remove the guide wire from the ng tube.